Event description:
It was reported that the ilet user experienced hyperglycemia with a peak blood glucose of 230 mg/dl that persisted for approximately 4¿6 hours overnight after eating later than usual and consuming a larger-than-typical meal. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and education focused on meal announcements and correction of incorrect meal size entry. Investigation of this case revealed use-related factors related to meal timing and size estimation; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically incorrect meal size announcement and late meal timing.